Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the 2nd pump was programmed to infuse potassium chloride (40meq/100ml) at 20ml/5 hours, however the infusion completed in 2 hours. The 1st pump was programmed to infuse 1000ml of lactated ringers at 100ml/hr. The patient was without any side effects and no complaint of pain at the IV site, muscle or chest pain. Lab work was rechecked and no discrepancies were noted. The pump display noted that there was only 40 ml infused after 2 hours. There was no lasting harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Only log review was investigated; devices and tubing were not returned. Physical inspection of the device noted the instrument seal not present. The membrane frame was observed to be cracked at the screw insert. Analysis of the pcu event log shows the pump module s/n (B)(4) was programmed to run a basic infusion at a rate of 20ml/hr with a vtbi of 100ml at 9:08 am on (B)(6) 2019. The infusion ran until 11:33 am when the device was channeled off. The volume recorded as being infused during this period was 43.299ml. During the infusion the device alarmed 6 times for air in line. The first 5 times the infusion was restarted after the alarm. The device was channeled off after the 6th air in line alarm. The starting/ending volume of the fluid container cannot be determined through device logs alone. Functional testing performed found the device delivering fluid within specification. The disposable IV set was not returned for investigation. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
It was reported that the 2nd pump was programmed to infuse potassium chloride (40meq/100ml) at 20ml/5 hours, however the infusion completed in 2 hours. The 1st pump was programmed to infuse 1000ml of lactated ringers at 100ml/hr. The patient was without any side effects and no complaint of pain at the IV site, or muscle/chest pain. Lab work was rechecked and no discrepancies were noted. The pump display noted that there was only 40 ml infused after 2 hours. There was no lasting harm.